Manufacturer narrative:
The insulin passed the functional test, including the self test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No battery out of limit alarm noted. All operating currents are within specification. However, the insulin pump was received with corroded battery tube, cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received multiple battery out limit alarm on their insulin pump. The customer's blood glucose level was reported to be 145mg/dl. It was reported that the device would be replaced and returned for analysis. No further information provided.